Event description:
On (B)(6) 2012, three ziv6-35-125-6.0-60-ptx devices of lot # c777742 were placed in the left distal sfa of the patient. Another manufacturer's stent placement (resolute/by medtronic) was conducted in the left pta but the resolute was placed with the distal part bent into the false lumen unintentionally. The procedure was finished without any treatment for the resolute. Blood flow confirmed below knee was only in the ata. On (B)(6) 2014, follow-up confirmed restenosis of all the ptx stents (3pcs). Then, poba was performed in the ptxs and another manufacturer's stent (misago/ by terumo) was additionally placed more distal side than the ptx devices. On (B)(6) 2014, misago stent was reoccluded. Poba was performed, but reocclusion was not resolved. On (B)(6) 2014, since abi was 0.35, cilostazol and dorner were additionally administered. The physician decided to take a wait-and-see approach with medication. The patient was complaining about pain. Please note as three zilver ptx devices are reported as involved in this event a separate report will be submitted for each suspect device. Reference related reports 3001845648-2014-00180 and 3001845648-2014-00181.

Manufacturer narrative:
UDI ref#: ((B)(4). The stent was implanted in the patient; therefore, is not available for evaluation. With the information provided, a document based investigation was carried out. Although requested images were not provided in relation to this event. It may be noted that re-stenosis is a common adverse event of endovascular procedures and can be caused by injury to the vessel (e.g. During pta and/or stenting). Vessel injury provokes an inflammatory response that leads (or amplifies) to the restenosis process. As per instructions for use restenosis of the stented artery is noted as a potential adverse event associated with the placement of this device. Physician's comment: "I assume that poor run-off by reocclusion of the resolute (by medtronic) placed in the pta could have contributed to restenosis of ptxs. However, because restenosis occurred on three ptxs, I cannot state that the event was completely unrelated to the ptxs. Flow was confirmed only in the ata below knee. Moreover, reocclusion of misago and the need of additional medication can be related not only to the resolute but also to the ptxs." A review of the relevant manufacturing records for zilver ptx and zilver ptx drug eluting stent revealed no discrepancies that could have contributed to this complaint. Prior to distribution all zilver ptx devices are subject to visual inspection and functioned checks to ensure device integrity. The complaint is confirmed based on customer testimony. Quality engineering will continue to monitor complaints of this nature for potential emerging trends.

Manufacturer narrative:
(B)(4). The stent was implanted in the patient therefore is not available for evaluation. With the information provided, a document based investigation was carried out. Images were not available to support the complaint investigation. It may be noted that re-stenosis is a common adverse event of endovascular procedures and can be caused by injury to the vessel (e.g. During pta and/or stenting). Vessel injury provokes an inflammatory response that leads (or amplifies) to the restenosis process. As per instructions for use restenosis of the stented artery is noted as a potential adverse event associated with the placement of this device. Physician's comment: ¿I assume that poor run-off by reocclusion of the resolute (by medtronic) placed in the pta could have contributed to restenosis of ptxs. However because restenosis occurred on three ptxs, I cannot state that the event was completely unrelated to the ptxs. Flow was confirmed only in the ata below knee. Moreover, reocclusion of misago and the need of additional medication can be related not only to the resolute but also to the ptxs.¿ a review of the relevant manufacturing records for zilver ptx and zilver ptx drug eluting stent revealed no discrepancies that could have contributed to this complaint. Prior to distribution all zilver ptx devices are subject to visual inspection and functional checks to ensure device integrity. Since there are no images available for review, there is no evidence to suggest that re-stenosis did not occur; therefore the complaint is confirmed based on customer testimony. Poba was performed in the ptxs and another manufacturer's stent (misago 6x40/ by terumo) was additionally placed more distal side than ptxs. Quality engineering will continue to monitor complaints of this nature for potential emerging trends.

Event description:
This follow up report is being submitted due to the updated information in relation to the description of the event. Initial report details: on (B)(6) 2012 three ziv6-35-125-6.0-60-ptx devices of lot # c777742 were placed in the left distal sfa of the patient. Another manufacturer's stent placement (resolute/ by medtronic) was conducted in the left pta but the resolute was placed with the distal part bent into the false lumen unintentionally. The procedure was finished without any treatment for the resolute. Blood flow confirmed below knee was only in the ata. On (B)(6) 2014, follow-up confirmed restenosis of all the ptx stents (3pcs). Then, poba was performed in the ptxs and another manufacturer's stent (misago/ by terumo) was additionally placed more distal side than the ptx devices. On (B)(6) 2014, misago stent was reoccluded. Poba was performed, but reocclusion was not resolved. On (B)(6) 2014, since abi was 0.35, cilostazol and dorner were additionally administered. The physician decided to take a wait-and-see approach with medication. The patient was complaining about pain. Please note as three zilver ptx devices are reported as involved in this event a separate report will be submitted for each suspect device. Reference related reports 3001845648-2014-00180 and 3001845648-2014-00181. Updated report details: corrected/updated information provided on 31/may/2017: on (B)(6) 2012, ziv6-35-125-6.0-60-ptx/ c777742 x 3 were placed in the left distal sfa.. Also, another manufacturer's stent placement (resolute/ by medtronic) was conducted in the left pta but the resolute was placed with the distal part bent into the false lumen unintentionally. The procedure was finished without any treatment for the resolute. Blood flow confirmed below knee was only in the ata. On (B)(6) 2014, follow-up confirmed restenosis of all the ptx stents (3pcs). Then, poba (4mm) was performed in the ptxs and another manufacturer's stent (misago 6x40/ by terumo) was additionally placed more distal side than ptxs. On (B)(6) 2014, the patient was discharged from the hospital. On (B)(6) 2014, misago stent and previously placed ziv6-35-125-6.0-60-ptx/ c777742 x 3 were 100% restenosed. Poba was performed, but reocclusion was not resolved. On (B)(6) 2014, since abi was 0.35, cilostazol and dorner were additionally administered. The physician decided to take a wait-and-see approach with medication. Currently (date unknown), claudication was observed. Please note as three zilver ptx devices are reported as involved in this event ((B)(6) 2014) a separate report was submitted for each suspect device. Reference related reports 3001845648-2014-00180 and 3001845648-2014-00181. Please note 3 additional related reports will be submitted for the event that occurred on ((B)(6) 2014). Reference related reports 3001845648-2017-00239, 3001845648-2017-00240, and 3001845648-2014-00241.